Manufacturer narrative:
It was reported that the venous probe could not be initialized intermittently. The failure occurred during treatment. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. A getinge service technician (fst) was sent for investigation and repair on 2025-07-16. The failure could be confirmed. The venous probe was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stops could be confirmed on the date of event. The old venous probe version was affected (manufactured before march 2019, 7 lenses). This old revision of the venous probe was not in compliance with electromagnetic compliance standard (iec 60601-1-2 4th edition). Electromagnetic disturbances (caused by other devices in the hospital) can lead to the reported failure. Further during the investigation of CAPA the following most probable root causes of the initialization errors were determined: unsuitable holder -contamination of the surface. As a corrective action, the specification of the reference surface will be changed within the engineering change request. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. Based on the investigation results the reported failure "venous probe not initializing" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the hong kong market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in hong kong during treatment. It was reported that the venous probe could not be initialized intermittently. The cardiohelp was exchanged during treatment. No harm to any person has been reported. As the cardiohelp was exchanged, a report is required. Complaint ID (B)(4).